Event description:
The customer reported an error message while performing a pediatric tee procedure. The transducer and the system were taken out of service and the exam was completed successfully using another system and probe. No patient injury occurred.

Manufacturer narrative:
The failed transducer was returned to the manufacturer for evaluation. The investigation concluded that the reported problem was caused by chemical damage to the s7-3t probe. This damage was due to customer misuse from unapproved disinfecting techniques.

Manufacturer narrative:
A philips field service engineer went to the customer site and replaced the s7-3t transducer. Evaluation of the transducer will be included in a follow up report upon its return.